Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge fell off. There was no adverse impact to customer's blood glucose level. Customer changed cartridge and was able to successfully resume insulin delivery.